Event description:
It was reported that during a da vinci-assisted appendectomy procedure, the customer had two different sureform 45 staplers that were not being recognized on arm 4 and arm 3. The staplers were switched between arm 3 and arm 4, but the issue persisted. The customer confirmed that other instruments were working with no issue on the system. The customer elected to convert the procedure to a laparoscopic approach using a different manufacturer's stapler and reload. An additional laparoscopic port was required. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
The reported event was addressed with phone support. No site visit was conducted. There are no failure analysis results. Logs showed that there was a radiofrequency identification error on the stapler 45 instruments. The system was working properly, and no additional field service action was required.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: intuitive surgical, inc. (Isi) has received the sureform 45 stapler with part no 480445-04 with lot no k12250501-0098 associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer-reported complaint. Failure analysis found the primary failure of functional test failed to be related to the customer-reported complaint. The instrument was installed on an in-house system and failed the recognition test on 3 of 3 attempts. The instrument information found in the radio frequency identification (rfid) could not be detected. Visual inspection displayed no signs of physical damage to the rfid. The instrument is unused. Common causes of instrument recognition failures are attributed to communication issues with the rfid. The rfid may be damaged, dislodged, or the instrument information may be corrupted. The instrument is transferred to the engineering team for further investigation. Intuitive has received the sureform 45 white reload with part no 48345w-01 associated with this complaint and completed investigations. Failure analysis investigations not replicated nor confirmed the customer-reported complaint. The accessory was received with the above stapler. There was no damage to the reload. This is a complaint that does not affect the functionality of the reload. There are no device-related failures. The reload was returned unused and unfired. Visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. The reload was attached to an in-house golden instrument and placed and driven on an in-house system. The reload attached to and removed from the instrument without any issues on multiple attempts. The instrument passed the recognition and engaged, unclamped without any issues using the returned reload. The reload cover was removed and inspected after firing. There was no damage to the reload or its components. No product issue was identified. Isi has received the sureform 45 stapler with part no. 480445-04 with lot no k12250501-0102 associated with this complaint and completed investigations. Failure analysis found the primary failure of functional test failed to be related to the customer-reported complaint. The instrument was installed on an in-house system and failed the recognition test on 3 of 3 attempts. The instrument information found in the rfid could not be detected. Visual inspection displayed no signs of physical damage to the rfid. The rfid reader depicts it has all its lives and is unused. No failures were depicted in the logs. Common causes of instrument recognition failures are attributed to communication issues with the rfid. The rfid may be damaged, dislodged, or the instrument information may be corrupted. Isi has received the sureform 45 white reload with part no 48345w-01 associated with this complaint and completed investigations. Failure analysis investigations not replicated nor confirmed the customer-reported complaint. The accessory was returned to isi for evaluation attached to the above stapler. There was no damage to the reload. This is a complaint that does not affect the functionality of the reload. There are no device-related failures. The reload was returned unused and unfired. It was proceeded with the instrument. Visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. The reload was attached to an in-house golden instrument and placed and driven on an in-house system. The reload attached to and removed from the instrument without any issues on multiple attempts. The instrument passed the recognition and engagement tests. The instrument initialized, clamped, fired, and unclamped without any issues using the returned reload. The reload cover was removed and inspected after firing. There was no damage to the reload or its components. No product issue was identified.